Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) had intermittent display issues. Unit was blanking out and also shut down after approximately ten minutes on battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: d4(catalog#), h6(type of investigation, investigation findings, component codes, investigation conclusions). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the power supply to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.